Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit had alarmed for an air leak in the loop , the equipment was temporarily disabled. There was no patient injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the safety disk and drive manifold to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.